Event description:
Restore sensor model 37714 medtronic neurostimulation system that is surgically implanted in my lower back (B)(6) 2012. I have had 3 painful surgeries to correct extreme pain caused by the electrodes after the medtronic neurostimulation system leads broke. This seems to be a regular problem that medtronic has always known about but I was never told of these problems. I had a lower back fusion in 2007 and back pain since then, so the medtronic neurostimulation system seemed to be an excellent choice. The medtronic neurostimulation system did work great as to relive me of my back pain and mostly to take less pain medicines such as percocet 10/325. This is now a major setback. I feel that now has false promises, in that medtronic knows of these electrodes and leads causing major problems. I believe my problem is not just the broken leads that a recent x-ray showed, but the main stimulation system itself failed and now sends an out of control shock and pain impulse that I was not told could happen. (B)(6) 2013 the medtronic neurostimulation system broke inside me to where it shocked me painfully and uncontrollable until I struggled to reach my remote control to turn it off. If I was not home at this time to reach the remote control this would have been a tortuous pain that I could not have stopped until the device was turned off. The medtronic neurostimulation system will now need to be surgically removed permanently as I never want to be in this painful situation again. I am disabled on medicare at age (B)(6)since 2008 from colon cancer and back problems and cannot afford to have this painful operation. I now feel that I have been taken advantage of for their own experiment as to how these leads break. I had my doctor remove the medtronic implant tuesday, (B)(6) 2013. I believe these leads were moving around in me freely, as much as 6 inches or more from where they were originally placed. X-rays would show the severe pain this movement was causing me. The pain I am in at this time has me wondering how well the surgery went. Did the doctor cut me too much to take out the broken wires he was removing? I should mention here that dr (B)(6) is not a surgeon. However, that's the least of my concerns right now. As I mentioned, I have had and am still having major pain and suffering from this implant and realize that this company was just using me. I saw a segment on (B)(4), monday the (B)(6) about how it can or cannot help you. Also I feel medtronic representatives had no concern for me and never offered any help or solutions which was very upsetting to me. When I was in the waiting room the (B)(6), the medtronic rep walked into the doctor's office and I had to address him. He would have just passed me by if I hadn't addressed him. And he knows me. After that initial greeting I never saw the rep again. I presume he was there only to collect the mechanism, which I felt I was entitled to keep in my possession. (I asked for the mechanism and was told that I could not have it.) When I had the operation, did I buy the mechanism or did I just rent it? Considering the mechanism cost (B)(4), I think I have a right to know. The fact that the medtronic people showed no concern and made me feel like a worthless guinea pig leaves me with a feeling of hopelessness and helplessness as to my future and quality of life. I still do not have the funds or know how to pay for this operation.